Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es biometric identifier (bioid) was not functioning. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was not functioning. A field service engineer followed up on the issue after the initial call and found that the bio ID had started working. It appeared that either the device was reseated, or the user had been re-registered, which resolved the problem. User at the pharmacy confirmed that the station was functioning properly. The system functioned as intended after the customer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es biometric identifier (bioid) was not functioning. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.